Event description:
The clinician reports that the day the implant was placed in ada 12, failure occurred upon insertion. Primary stability not achieved. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event thepatient experienced: mobility. No further patient complications were reported.